Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an off no power alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump backlight would not turn off and the morning prior to call, the insulin pump was completely off. During the motor error troubleshooting the customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received an off no power alarm, and confirmed that the low battery alert was not received prior to off no power alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected off no power anomaly noted. No blank display. Lcd board was ok. Backlight works properly. No motor error alarm. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.